Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the issue resolved on its own while using the same pump charging supplies. Customer's blood glucose ranged from 196-197 mg/dl.

Manufacturer narrative:
Device not returned.